Event description:
A customer contacted beckman coulter inc. (Bci) in regards to creatinine (crem) cup which overflow on the synchron lx 20 pro clinical system. No injury was reported.

Manufacturer narrative:
Per bci field service engineer (fse) instruction, the customer shutdown and restarted the instrument. Post restart the creatinine cup was not overflowing. Per fse instruction, the customer primed the cup, calibrated, and ran qc. No additional information is available.